Event description:
It was reported that the pointer, knee navigation was missing the tip during testing or set up prior to the procedure. A backup device was available so there was no procedural delay. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event that the tip was broken off was duplicated; it was confirmed that the pointer tip was broken off at the predetermined breaking point. It is possible that mechanical forces during use or during sterilization caused the pointer tip to break.

Event description:
It was reported that the pointer, knee navigation was missing the tip during testing or set up prior to the procedure. A backup device was available so there was no procedural delay. There was no patient involvement and no adverse consequences associated with the device.